Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed multiple low flow alarms on (B)(6) 2019 due to the estimated flow falling below the low flow threshold of 2.5lpm. However, a root cause could not be conclusively determined through this evaluation. A correlation between the device and the reported thrombus, fungus, msof and patient outcome could not be conclusively determined. Despite the low flow alarms, log file data showed the system operating above the low speed limit as intended with no interruptions in device therapy noted. The account reported the patient underwent a surgical revision for outflow graft thrombus which could not be confirmed as the lvad was not returned for evaluation. Infection and thrombus are listed in the hm3 IFU as adverse events that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months, 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms. The manufacturer's technical service representative reviewed the log file and observed 36 low flow alarms on (B)(6) 2019 between 9:39:09 and 10:05:58. Additional information: it was reported that the low flow alarms were caused by distal lvad outflow graft (ofg) thrombosis. The patient underwent ofg revision and was in critical care unit. The pathology showed fungus. The patient subsequently expired on (B)(6) 2019 due to multi-organ system failure. The device will not be returned for evaluation.